Event description:
It was reported that the ratchet extension would not separate from the implant. The customer was eventually able to separate the two devices.

Manufacturer narrative:
The ratchet extension 6mm long (re100) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was removed the same day as placement. The reported event could not be recreated without return of the product for functional testing. The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the re100 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3: changed "yes" to "no". H10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the ratchet extension would not separate from the implant.